Manufacturer narrative:
See MFR: 3012307300-2017-02065 and 3012307300-2017-02067.

Event description:
It was reported that the patient's pump alarmed for occlusion (alarm number in pump history: 26) during use of a cleo® 90 infusion set. It was noted that the patient wore their pump in a case, and not against the skin. The occlusion alarm occurred during basal delivery. The patient had been using their cartridge/infusion set for less than three days. A soft cannula was used with the infusion set. The patient's blood glucose levels were up to 416mg/dl at the time of the event. To address the high blood glucose levels, the patient administered manual injections. Through troubleshooting with the distributor, it was determined the blockage was located in the tubing. The patient was going to change all supplies and resume pump therapy. No permanent injury was reported.